Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity." (B)(4).

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2004 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2011 due to loosening of the acetabular component. The acetabular shell, liner and modular head were removed and replaced. No further information has been provided to date.